Manufacturer narrative:
The received device had the cannula assembly fully deployed with the slide insert visible in the top housing viewing window. The soft cannula measured the correct full length according to specification though the soft cannula was found to be kinked. Though the soft cannula was kinked, no issues were observed with fluid flowing through the complete fluid path. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. It could not be determined when the damage to the soft cannula occurred. Inspection of the fluid path and needle mechanism found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula failing to properly insert into the infusion site. Inspection of the needle mechanism found no damages or manufacturing deficiencies that would prevent the slide insert from deploying as intended. Though the pod was received with the slide insert visible, it could not be determined when the slide insert move forward. A root cause for the reported needle mechanism failure and for the reported unsure properly inserted cannula could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The patient was unsure if the cannula was properly seated, as well. As treatment, the patient changed out the pod.